Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) with the funeral home and physician office for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: implantable cardio-verter defibrillator: product ID d314drm, implanted: (B)(6) 2013; implantable defibrillation lead: product ID 6947m62, implanted: (B)(6) 2013. (B)(4).

Event description:
It was by a family member that the patient the patient fainted passed out and was having seizures while having dialysis and was sent to the emergency room. The family member reported that the patient received over 50 shocks and the device was reprogrammed. The next day it was reported that the patient died. The family member questioned how many shocks the patient received and if the device was firing the way it was supposed to fire. The family member reported that the physician stated the ¿patient had acute respiratory disease and bacteria in the system and was tubed twice¿. The family member stated that the death certificate reported cardiogenic shock as the cause of death. The cause of death was requested from a medical professional and not received.